Event description:
It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high and patient was treated with insulin pen.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.